Event description:
It was reported that the programmer showed a power on reset (por) message. The por message was successfully cleared. An impedance check was done and was ¿ok.¿ there were no symptoms reported and the patient status at the time of report was alive, no injury/no adverse event.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).